Event description:
The hcp reported that the patient's interstim device was removed due to an infection. Further information has been requested from the hcp, but has not been received at the time of this report. A follow-up medwatch report will be sent if further information is received.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.